Manufacturer narrative:
The device has been returned and evaluated by product analysis on 16-aug-2018 with the following findings: during investigation, the sound functioned properly. The alleged audio tone issue was unable to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging an audio tone/vibration (audio tone issue) issue; pump alarmed with no message on screen. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.